Manufacturer narrative:
The device was returned to abbott after the package was opened by accident. Upon receipt, the device was unable to communicate due to low battery voltage. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal. A longevity calculation was performed and found the battery depletion was within overall longevity based on the available device data up to (B)(6) 2021. Device data after (B)(6) 2021 unable to be retrieved. The device was not received in shipped settings and the settings the device were programmed to were not available. Due to the lack of data, the cause of the battery depletion after (B)(6) 2021 was unable to be determined.

Event description:
This report is to advise of an event observed during analysis.